Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen suddenly went black. When the customer plugged the pump back in, the pump illuminated but was still black. Customer's blood glucose was 125 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.